Manufacturer narrative:
The subject device has not returned to olympus medical systems corp.(omsc). Omsc checked the urf-p5 and tried to reproduce the phenomenon, but the phenomenon was not reproduced. Omsc confirmed the endoscopic image through the urf-p5, the endoscopic image was confirmed with no irregularity. Omsc will continue the investigation about this event. The otv-s7proh-hd-l08e instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user performed the transurethral ureterolithotripsy (tul) using the subject device and the fiber endoscope. In the latter half of the procedure, the endoscopic image disappeared when the user was collecting calculus. The user removed the urf-p5 from the patient and reconnected the upf-p5 and the subject device. However the phenomenon was not resolved. The user replaced the subject device and urf-p5 with urf-v and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject otv-s7proh-hd-l08e, because the user did not returned subject otv-s7proh-hd-l08e to omsc. It was thought that the facility continued to use the subject otv-s7proh-hd-l08e after the event occurred, and there was no report of abnormality regarding the otv-s7proh-hd-l08e. As the user didn¿t informed omsc that the serial number of the subject otv-s7proh-hd-l08e, omsc checked DHR of all three serial number of the otv-s7proh-hd-l08e which the user owned, and there were no irregularity found. The root cause of this event could not be conclusively determined, because the subject otv-s7proh-hd-l08e could not be investigated. However, based on the investigation result so far, omsc surmised that the cause of this failure phenomenon, the endoscopic image disappeared, was attributed to temporary bad communication between a video processor or an endoscope with the subject otv-s7proh-hd-l08e. There were no further details provided. If significant additional information is received, this report will be supplemented.